Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient alleges the active insulin amount of the blood glucose monitor is not accurate. No adverse event reported. Return of the suspect device was requested for evaluation.